Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation conclusion codes).

Event description:
It was reported that this swiss patient was on vacation in turkey when they experienced a syncopal episode at a hotel and was subsequently hospitalized. While hospitalized, the patient exhibited another syncopal episode. The hospital in turkey suspected a pacemaker malfunction and elected to implant a new left-sided system and left this right-sided pacemaker system in situ. Upon return to switzerland, the patient presented to their monitoring healthcare provider who then downloaded the data from this right-sided pacemaker for boston scientific technical services (ts) for assessment. Ts reviewed the provided data and confirmed that this pacemaker was operating normally, and that the patient's syncopal episodes were correlated with right ventricular (rv) loss of capture. It was noted that the physician will likely schedule an explant procedure to remove this right-sided pacemaker system, but no further information was provided. At this time, this pacemaker and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this swiss patient was on vacation in turkey when they experienced a syncopal episode at a hotel and was subsequently hospitalized. While hospitalized, the patient exhibited another syncopal episode. The hospital in turkey suspected a pacemaker malfunction and elected to implant a new left-sided system and left this right-sided pacemaker system in situ. Upon return to switzerland, the patient presented to their monitoring healthcare provider who then downloaded the data from this right-sided pacemaker for boston scientific technical services (ts) for assessment. Ts reviewed the provided data and confirmed that this pacemaker was operating normally, and that the patient's syncopal episodes were correlated with right ventricular (rv) loss of capture. It was noted that the physician will likely schedule an explant procedure to remove this right-sided pacemaker system. At this time, this pacemaker and rv lead remain implanted and in-service. No additional adverse patient effects were reported.